Event description:
It was reported, that the patient was admitted to the emergency room with shortness of breath, bradycardia and nausea. The right ventricular lead exhibited far p oversensing and loss of capture. The lead was explanted and successfully replaced. The patient was recovering post procedure.